Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula or any fluid path component. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were foreign bodies on the cannula."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula or any fluid path component. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were foreign bodies on the cannula."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-27. H3: investigation summary: bd received 2 samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for foreign matter, bent needle, and hooked needle point were observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes for foreign matter, bent needle, and hooked needle point with the incident lot were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter, bent needle, and hooked needle point. Bd has initiated further root cause investigation relating to the issues of foreign matter and needle point integrity through corrective and preventive actions.

Manufacturer narrative:
H.6. Investigation summary "material #: 301746 lot/batch #: 1323770 bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure modes for bent needle, hooked needle point, and foreign matter with the incident lot were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bent needle, hooked needle point, and foreign matter. Bd has initiated further root cause investigation relating to the issues of foreign matter and needle point integrity through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula or any fluid path component. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were foreign bodies on the cannula."